Manufacturer narrative:
This device is class1 product so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the up pulley wire fluid damage, the left pulley wire fluid damage, the light guide cable coating damage, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the control body corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the bending rubber leak, the remote control buttons leak, the bending rubber cut, the remote control buttons cut, the electrical pin connector dirty, and the segment worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.